Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation of the returned product support the description of the event. The tip of the sheath is damaged and two filter legs perforates the sheath. There is no test on maximum angulation of the vessel, before the filter perforates the sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but the sheath may kink if it is somehow exposed to excessive force because of tortuous anatomy, and afterwards the filter legs may be prone to exceed the sheath wall if advanced through a kinked sheath product is manufactured and inspected in accordance with specification and nothing indicate a device failure. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: procedure of ivc filter placement was conducted with the right juglar vein approach. There was mild tortuosity in the brachial vein. The gunther set-in dilator was inserted first to dilate the puncture site, then the physician attempted to insert the sheath. However because skin of the puncture site was hard, tip of the sheath got frayed. Therefore, dilation was conducted with a 9fr. Sheath. After that, the gunther's set-in sheath was inserted but whole sheath got weakened due to hard skin. The physician met resistance when advancing the filter probably because the sheath got kinked near the brachial vein, and eventually, the filter got stuck. Then, whole sheath was removed with the filter stuck inside. When the physician visually checked the removed device, it was noticed that the filter perforated the sheath. Since the physician judged that it would be risky to continue the procedure, the procedure was finished. CT confirmed that there was no damages in the vessel. Patient outcome: there have been no adverse effects reported.